Event description:
It was reported that approximately two months post-implantation, the patient underwent a left hip revision to address the unstable implants in the left hip following three dislocations. The head and cup were revised; the stem was retained. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a2; a3; a6; b5; b7; g3; h2. The following sections were corrected: b3; d6b; e1 address and phone if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Medical records/radiographs were provided and review of the available records identified findings of the reported issues. Dislocating anteriorly, pre-operative diagnosis: unstable left tha, general anesthesia, ebl 200ml, posterolateral approach, 50-100cc of old blood expressed, cup was identified circumferentially and removed with minimal bone damage, 5cc bone grafter placed in small defect in the acetabular bed, liner was placed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location its unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately two months post-implantation, the patient underwent a left hip revision to address the unstable implants in the left hip following three dislocations. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6; h10 h6: proposed component code: mechanical: head. No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records/radiographs were provided and review identified findings of the reported issues: dislocated and treated, reduced and placed in cast. Two weeks later, has suffered a total of 3 dislocations, underwent revision and post-operative pt. Four months later, started receiving physical therapy (unknown if this is an additional course or just). A definitive root cause cannot be determined. Complaint confirmed via medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.